Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2020 and a suture was used. During the procedure, when sewing the skin, the suture pulled off the needles. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. A manufacturing record evaluation was performed for the finished device ph2275, and no non-conformances were identified.